Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is experiencing pain in their right buttocks when they move and it is hard to move around. It was suggested to decrease stimulation to see if that alleviates the pain. Two days later, patient said they were in the hospital as a result of excessive bleeding. They were still in the hospital a day later and was complaining of pain in their buttocks. On (B)(6) 2017, patient made another trip to the ER because of increasing pain in their buttock. They thought they were bleeding internally, but a cat scan showed everything was fine. No device issue and no further patient complications have been reported as a result of this event.